Event description:
Procedure type: nephrectomy. According to the reporter: the ring around the endo retract broke off into 2 pieces. The handle remained in-tact and functioned but had to retrieve the broken pieces. Continued to use the device after they retrieved the broken pieces. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).